Manufacturer narrative:
Patient's weight was reported as both (B)(6) and (B)(6) pounds. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller reported the patient alleged that the ins was not working. They caller didn't have details and was not with the patient during the call. The caller stated they would call back when they were with the patient to do troubleshooting. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Date of event was reported as six months after implant. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the issue was first noticed 6 months after implant. They noted that their activity remained the same. As steps taken to resolve the issue, the patient tried increasing the device/programming level for a more ¿stronger waves¿ after talking to the manufacturer¿s representative (called the 800 number on the box) and their doctor (called twice), both of whom told them to turn the ¿controls up¿, but it didn¿t help as there was not improvement. There were no further complications reported or anticipated.